Event description:
The customer contact reported "there was no alarm when IV bag was empty and there was air in the line." The device was returned to the sterile processing dept. With an unsigned note that stated, "there was no alarm when IV bag was empty and there was air in the line." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition while on the high or low volume settings. This was due to the piezo assembly. During testing, the device did appropriately detect and display an alarm message for both proximal and distal air in line.